Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, the nurse checked the jaws function and confirmed three green lights, then passed the device to surgeon. The surgeon closed the jaws and inserted it through a trocar, then tried to open the jaws, but could not. The status of the patient was reported as no problem. It was noted that the sales rep visited the hospital and confirmed that blue lighting and handle green lighting. He loaded again, but the indicators did not change. Tried with another battery, it showed three green lighting and worked fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.